Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set was unable to be used and not sticking upon opening the device. Due to the incident, the patient's blood sugar rose to 600mg/dl. No medical intervention was required and no permanent injury was reported.